Event description:
Under emergency conditions, a re-laparotomy procedure was performed via right pararectal incision. Large quantities of blood were found in the abdominal cavity and coagulated blood were found in the abdomen. After cleaning the excess blood, the stump of the cystic artery was found to be leaking. Two clips were observed to be attached to the artery, but didn't appear to be closed completely. The cystic duct was closed with a double ligature, the other cystic artery which was also bleeding was ligated, as well. As a result, complete hemostasis is achieved. A tachocomb is introduced to avoid the slightest bleeding. A 30 robinson drain is applied and the wound is then closed in layers. Until the end of the operation, 30 robinson drain only emits drainage fluid with little blood. The patient was reported as in good condition and no further complications were reported.